Event description:
Complainant alleged that the medics reported that during the device monitoring of a pt, the device displayed a fine ventricular fibrillation heart rhythm with the unit in manual mode, but in AED mode the device displayed an asystole pt heart rhythm. The device then displayed "poor pad contact" message. The complainant reported that the pt had expired previous to the reported malfunction having occurred.